Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that one of the er320 jaws broke during the procedure. There was no consequence to the pt.